Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 198 compared to the labs 124 mg/dl. Tests were done less than a min apart. After eating pt re-tested and got readings of 174 compared to the labs 117mg/dl. The lab placed venous blood on the strip for each comparison which will result in an inaccurate meter result. Pt did not report any adverse events. No further information has been reported.